Event description:
It was reported that the patient presented to the emergency room after experiencing a -weak spell- the night before. The ventricular lead exhibited greater than 2500 ohms bipolar impedance. The lead was taken out of service.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.